Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 450 mg/dl. The customer stated the oval part of the pump popped out with the medtronic label on it. The customer can't recall how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with end cap cracked and broken off. We were unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken off end cap. The insulin pump also received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and case cracked at the reservoir tube window corner.